Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The device evaluation was completed on 03-aug-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician was unsure on the cause of this adverse event. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation (B)(6) 2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a pericardial effusion was noticed. They reported the patient had a minimal drop in blood pressure with no other symptoms. The pericardial effusion was confirmed by intracardiac echocardiography (ice) during a routine check. The medical intervention provided was a pericardiocentesis and 400cc of fluid was removed. The patient was reported to be in stable condition. They stated the physician noted some resistance on entry with the soundstar catheter but all other catheters transitioned smoothly. The physician could not confirm what caused the pericardial effusion. Additional information was received. The adverse event was discovered during use of biosense webster products. The physician was unsure on the cause of this adverse event. No guess as to the adverse event was disclosed. Outcome of the adverse event was fully recovered. The patient was kept overnight for observation. Transseptal puncture was performed. Needle details were baylis versacross with 8.5fr agilis steerable sheath prior to noting the cardiac tamponade, ablation was performed, pvi was in progress. No evidence of a steam pop. Irrigated catheter was used in the event, the flow setting was standard settings 2/ 15 mls. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No errors indicated. Mapping and ablation in progress. Graph, dashboard , surpoint , visitag and vector were all in use. Visitag module was used, parameters for stability used were 2.5 for 3 sec 25% of 3 grams tags 3mm. Additional filter used with the visitag was physician guided tag index. The exact resistance for the soundstar was not specified by the physician. Only, on insertion, was noted. They were not certain if that meant into the body or into the heart itself.